Event description:
Lens calcification was observed in the pt's left eye. Preoperative the visual acuity was 20/100 and post op it was 20/13. Original cataract surgery was perfomred in 2001. The lens was explanted 2003.